Event description:
It was reported that during a da vinci-assisted surgical procedure, just moments after the insertion of the instrument after exchange, the surgeon was dissecting lung parenchyma when he identified a small exposed and broken silver cable. The instrument was extracted and replaced by another maryland bipolar. The instrument had 2 remaining uses. There was a delay in the surgery due to not immediate availability of a backup instrument in the or. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.